Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the defibrillator conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported the patient had exit block and the lead showed increasing thresholds and no capture. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.